Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the pump unable to be manipulated. During the revision procedure the physician was able to move the fluid to the cylinder, however, when the pump was repositioned back into the scrotum the fluid did not move to the cylinders, and a wheezing noise was observed while deflating the device. The physician also observed scar tissue around the pump tubing. The ipp pump was explanted and replaced with a new ipp pump with no clinical consequences to the patient.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the pump unable to be manipulated. During the revision procedure the physician was able to move the fluid to the cylinder, however, when the pump was repositioned back into the scrotum the fluid did not move to the cylinders, and a wheezing noise was observed while deflating the device. The physician also observed scar tissue, the scar tissue was significant and caused the device malfunction by torturing the tubing. The ipp pump was explanted and replaced with a new ipp pump with no clinical consequences to the patient.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the pump unable to be manipulated. During the revision procedure the physician was able to move the fluid to the cylinder, however, when the pump was repositioned back into the scrotum the fluid did not move to the cylinders, and a wheezing noise was observed while deflating the device. The ipp pump was explanted and replaced with a new ipp pump with no clinical consequences to the patient.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported inflation and deflation issues were confirmed through analysis. It is probable that the pump requiring more than 8lbs of force to activate resulted in the inflation and deflation issues. The scar tissue was unable to be confirmed though analysis, however, scar tissue is described in the device instructions for use; therefore; anticipated in nature. Technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Visual examination identified the kink resistant tubing (krt) was worn down to the filament. Functional testing identified the pump required more than 8lbs of force to activate. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the pump unable to be manipulated. During the revision procedure the physician was able to move the fluid to the cylinder, however, when the pump was repositioned back into the scrotum the fluid did not move to the cylinders, and a wheezing noise was observed while deflating the device. The physician also observed scar tissue around the pump tubing. The ipp pump was explanted and replaced with a new ipp pump with no clinical consequences to the patient.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the pump unable to be manipulated. During the revision procedure the physician was able to move the fluid to the cylinder, however, when the pump was repositioned back into the scrotum the fluid did not move to the cylinders, and a wheezing noise was observed while deflating the device. Scar tissue covered the tubing length and was removed during the procedure. The ipp pump was explanted and replaced with a new ipp pump with no clinical consequences to the patient.